Event description:
It was reported that a pump exhibited a no disposable alarm for the second time today which was resolved by disconnecting from the patient and priming the line. Additional troubleshooting was performed and the alarm remained resolved. There was no injury to the patient.

Manufacturer narrative:
Operator of device is patient/consumer. Vno information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.